Manufacturer narrative:
Vascular complications (occlusions) are well known and documented adverse reactions as part of hyaluronic acid-based dermal fillers injections. They are related to the accidental injection of the product inside or close to a blood vessel leading to an occlusion or a compression and blocking the blood flow, generally refered to as vascular complication. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of vascular complication and skin necrosis are mentioned in the product labelling. Literature data: delorenzi c. Complications of injectable fillers, part 2: vascular complications. Aesthet surg j. 2014;34(4):584-600. Funt d, pavicic t. Dermal fillers in aesthetics: an overview of adverse events and treatment approaches. Clin cosmet investig dermatol 2013;6:295-316. Manafi a, barikbin b, manafi a, hamedi zs, moghadam sa. Nasal alar necrosis following hyaluronic acid injection into nasolabial folds: a case report. World journal of plastic surgery. 2015;4(1).

Event description:
This event took place outside the u.s., in (B)(6). The initial reporter, who is also the patient, informed teoxane (B)(4) on 04/09/2018 that an event occured, after being injected with the product teosyal rha into the philtrum area. The patient presented with vascular occlusion, which manifested in a transient ischemia that didn't resulted in necrosis. The patient was injected on (B)(6) 2018 and the reaction occured slightly after. The patient was treated with hyaluronidase injections and prescriptions of antibiotics. The patient indicated that she was recovering well, and the adverse event is resolved. No additional information was provided by the initial reporter after the 04/12/2018.